Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, when packaging of the device was removed, damage of the device was discovered. The lesion being treated in the index procedure was not known. The stent damage was noted when the physician flushed the device before using it on the patient. The proximal stent strut was lifted. The procedure was completed with another of the same device. The patient condition was listed as good. Additional information regarding the patient and the device were requested, but no information is available.